Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 outcomes attributed to adverse event; other serious was selected incorrectly on manufacturer device report 1220648-2025-25683. E4 should have been left blank on manufacturer device report 1220648-2025-25683. H6 code 4614 was reported incorrectly on manufacturer device report1220648-2025-2568. New code was added to health effect - impact code.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and during support, the patient had access site bleeding. A femstop was placed on the access site. Heparin was not seen to be given to the patient during support and it is unknown if this was due to the bleeding. The procedural outcome was the patient survived surgery.